Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion sets adhesive event on (B)(6)2026. The patient reported infusion set fell off during use. No further information is available.